Event description:
It was reported a patient had a break in aseptic technique further described as patient made a mistake and touch contamination during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. After the patient was diagnosed with peritonitis, the patient's pd catheter was pulled and pd therapy was withdrawn. The patient recovered from peritonitis. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4): the cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.